Event description:
A cartridge change error was reported. The customer's blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was initially unable to load the cartridge onto the pump despite following instructions from technical support. After replacing and properly loading a new cartridge with assistance, the customer successfully completed the load process and resumed insulin delivery.